Manufacturer narrative:
The reported event of ineffective stim/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy and the stimulation programs were turning off. Diagnostics revealed high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention was undertaken on (B)(6) 2020 wherein the fractured lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was restored post operatively.